Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: lumbar spinal canal stenosis procedure: transforaminal lumbar interbody fusion (l4-5) and posterior lumbar interbody fusion (l5/s) it was reported that during surgery, the tip of the driver broke and could not be removed from torx part of the set screw and it remained in the patient¿s body. The surgeon commented that he will consider revision surgery for its removal if any abnormality is observed in the patient post-operatively. No patient complications were reported.

Manufacturer narrative:
Product analysis: visually confirmed approximately 3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.